Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of the manufacturing records indicated the device met pre-release specifications. Further information will be provided in final report.

Event description:
It was reported to gore that during a procedure to treat the superficial femoral artery the gore® viabahn® endoprosthesis with heparin bioactive surface got stuck and the procedure needed to be converted to a cut down procedure to remove the device.

Manufacturer narrative:
Selected both adverse event and product problem within section b1. Event was a product malfunction that resulted in a serious injury.

Manufacturer narrative:
The engineering evaluation revealed that the primary reported failure mode of partial device expansion was confirmed upon physical examination of the device. The cause could not be determined with the information and items returned. The observation of a longitudinally compressed endoprosthesis during device evaluation is consistent with the physician¿s reported attempt to pull the device back into the sheath. The observation of a crushed distal tip is consistent with withdrawal efforts, including cutdown and possible interaction with surgical tools. The observation of a deployment line with an end that appeared cut is also consistent with reported surgical intervention to remove the device. As the remaining components of the delivery system were not returned, no further observations could be made in relation to the nature of this complaint, including reported deployment line break. Deployment of the returned device was continued successfully with traction at the endoprosthesis.